Event description:
It was reported that the patient with this right ventricular (rv) lead and pacemaker stated that their remote communicator displayed a red call doctor (rcd) icon. The patient was referred to contact their clinic regarding the rcd icon. This rv lead pacing impedance was high out of range resulting in safety switch from bipolar to unipolar configuration. This system currently remains in service and no adverse patient effects were reported. Subsequently, additional information was received indicating the system was explanted and replaced with a new system.

Event description:
It was reported that the patient with this right ventricular (rv) lead and pacemaker stated that their remote communicator displayed a red call doctor (rcd) icon. The patient was referred to contact their clinic regarding the rcd icon. This rv lead pacing impedance was out of range resulting in safety switch from bipolar to unipolar configuration. This system currently remains in service and no adverse patient effects were reported.